Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported when he attempted to use his freestyle freedom lite blood glucose meter, his test did not start after a blood sample was applied to the test strip. In addition, the customer reported that about two weeks prior, he went into "diabetic coma" due to the meter not working. The customer reportedly lost consciousness and the paramedics were called, but no further information about the event is available as the customer reported he had "to leave" in the middle of the medical troubleshooting survey. Adc customer service made later attempts to contact the customer in order to complete the survey questions, but he could not be reached. There was no report of death or permanent impairment associated with this event.